Event description:
The pt reportedly experienced discomfort and pain with her device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed by ab rep demonstrated that the device was not functioning. Surgery to explant the pt's device has been scheduled.